Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received by the user facility. This report will be updated when the investigation is complete. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.evidence that product in spec when used.use of device could not be determined.

Event description:
Allegedly revised due to a broken component. Allegedly the patient (ER nurse) was holding a patient during a lumbar puncture in the ER when the event occurred.

Event description:
Allegedly revised due to a broken component. Allegedly the patient (ER nurse) was holding a patient during a lumbar puncture in the ER when the event occurred.